Event description:
Boston scientific received information that during a routine follow-up one week post-implant, this right ventricular (rv) lead was confirmed via x-ray to be dislodged. The left ventricular lead continued to provide pacing. The rv lead was programmed off pending a lead revision. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the lead remains implanted but programmed off, pending a lead revision procedure. This report will be updated when additional information becomes available. The lead revision was performed, and this rv lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.